Event description:
The closure procedure was perfomred on the right great saphenous vein. A deep vein thrombosis developed after the procedure. Venous duplexes in 2005, and a week later, demonstrated no deep vein thrombosis. However, a venous duplex conducted by an outside facility in early 2006 demonstrated a deep vein thrombosis of common femoral vein at sapheonofemoral junction, and the pateint was prescribed coumadin. Patient's condition at last follow-up approx three months after the original date showed improved, with no pain. A re-assessment will be conducted approx five months later. Patient presently wearing compression hose.

Manufacturer narrative:
No malfunction was reported, and product was not returned.